Manufacturer narrative:
Investigation summary: bd received a q-syte unit with no packaging material. No lot number was provided, therefore a DHR could not be completed. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic examination: ¿the septum was molded with 16 cavity mold. ¿traces of patient residue were observed throughout the unit. ¿the septum top disk had tears at the slit. ¿the septum top disk was partially unglued from the q-syte¿s rim. ¿residual septum and adhesive material was observed at the rim of the q-syte. ¿no further damage was observed. Investigation conclusion: root cause is indeterminate. The evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. A definite source that contributed to the tears (top slit) could not be established. The damage is normally attributed to incorrect usage or excessive actuations.

Event description:
It was reported that the septum on a bd q-syte¿ luer access split-septum stand-alone device was ¿curled up¿. There was no report of injury or medical interventions.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum on a bd q-syte¿ luer access split-septum stand-alone device was ¿curled up¿. There was no report of injury or medical interventions.